Event description:
The care giver reported to a baxter representative a condition of one mini-cap, disconnect w/pvp-1solution that was alleged to have fallen off of the catheter. There was no report of patient injury, medical intervention, or adverse reaction associated with this event. No additional information is currently available. Product surveillance contacted the home patient's (hp) registered nurse (rn) on (B)(4) 2012 regarding the report of the mini caps coming off the transfer set. The rn stated that the hp had come in to the clinic because the mini cap had fallen off. The rn stated that she had replaced the transfer set and put another mini cap on the hp of the same lot. The hp later reported that the mini cap was loose. The hp went back to the clinic and the rn said she replaced the transfer set a second time. The mini cap was loose again. The rn stated that the once the hp received a new box of mini caps, he no longer had the issue. Therapy has been going well since incident. There was no patient injury or medical intervention indicated at the time of the initial report. No additional information available. Product surveillance contacted the caregiver (cg) on (B)(6) 2012 regarding the report of loose mini caps. The cg stated that the issue was resolved, when they received the new box of mini caps. The cg stated that they had used 6 out of the box before the new box arrived. The cg stated that she discarded all the used samples, but still had the unused caps and would hold them for evaluation. The cg said she did not notice anything wrong with the caps. The cg stated that the home patient (hp) was new to dialysis. Per cg, the home patient did not have any injury or harm as a result of this incident. The cg stated that the hp was doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided. One of 6.

Manufacturer narrative:
(B)(4). Fifty three companion samples were returned for laboratory evaluation. The thread areas were visually inspected and found to be within specification. Prior to pressure testing , the minicaps were secured on the luer. When threaded on the luer, the minicaps fit tight and were not loose. The units were then underwater pressure tested at 8 +/- 0.5 for 10 seconds per specification and no leaks were detected. The reported problem of connection issue was not confirmed in any of the samples returned. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). The actual device had been discarded. A request for the return of the companion devices has been made. Should the companion devices be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.